Event description:
The customer reported the 9900 system intermittently shuts down. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The universal power supply was replaced. The system was tested and is operating as intended.